Event description:
Pt legs found to have edema (ridge) at top of stockings wrap. Hematoma over front of leg in line with top of wrap. Circulation checks within normal limits. Pt on oral agent for diabetes and sq heparin post-operative.